Event description:
Evaluation revealed visible force sensor plate damage.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed visible damage to the force sensor plate. The display screen was found misaligned however, the force sensor pins were intact and there were no loss of prime warnings in the pump history. The pump was primed and exercised successfully with no alarms occurring.